Event description:
It was reported that this right atrial (ra) lead exhibited intrinsic amplitude out of range and undersensing on the most recent presenting electrogram which suspected of patient condition, not the ra lead. Boston scientific technical services consultant recommended to consider changing the ra sensitivity to 0.25 or 0.15 milli volts. The programming performed by ra sensitivity programmed to 0.5 milli volts. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited intrinsic amplitude out of range and undersensing on the most recent presenting electrogram. Boston scientific technical services consultant recommended to consider changing the ta sensitivity to 0.25 or 0.15 milli volts. This ra lead remains in service. No adverse patient effects were reported.